Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a representative of (B)(6) hospital (china) contacted cook on 21nov2022 concerning a quick-core coaxial biopsy needle set (qcs-18-15.0-20t; lot# 14494992). The customer stated that on (B)(6) 2022 they were unable to remove the stylet from the dtn needle. The customer replaced the device with a new device. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to this incident, cook reviewed the device history record (DHR). The DHR for lot #14494992 and related dtn subassembly lot recorded no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The instructions for use (IFU) pamphlet, t_qc_rev6 packaged with the device contains the following in relation to the reported failure mode: in the instructions for use section, it states: 1.) If using the coaxial needle, insert the coaxial needle to the border of the lesion. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the dmr, DHR, and lack of product return, cook was not able to determine the product out of specification. There is no evidence of non-conforming material in house or in the field. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to component failure without manufacturing deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 26dec2022, it was reported that the complaint device would not be returned to the manufacturer for evaluation, as it was discarded by the facility.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a quick-core coaxial biopsy needle set needed to be replaced. A computed tomography (CT) guided percutaneous lung space occupying biopsy was performed on a patient. Once in the patient was in the supine position, the CT anchor point plane was selected as the puncture point. The skin was routinely disinfected, and a sterile hole towel was applied. 2% lidocaine was infiltrated and anesthetized layer by layer. The puncture needle was used to obtain the biopsy, but the puncture needle core could not be pulled out. The puncture needle was replaced with a new puncture needle to complete the procedure and the skin was routinely bandaged afterwards. The patient returned to the ward without any obvious discomfort. A section of the device did not remain inside the body of the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Occupation: unknown. Report source other - competent authority. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.